Event description:
It was reported by customer that during use the sensation plus 50cc (iab) had gas loss in iab circuit. No patient harm or injury was reported. (B)(6), called for assistance with a gas loss alarm on a cardiosave during use. She reported that the alarm had gone off twice, she had utilized the help screen and the iab fill key.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation of e1( event site name): (B)(6). Due to character limitation of e1( event site address): (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d7a, b7. Revert a1 sections to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.